Manufacturer narrative:
Evaluation summary: we checked the returned scope and confirmed the jet channel leak, so we replaced the ccd bundle unit (distal end body with channels). Correction information: g6: follow up #1. H3: device evaluation. Additional information: h2: type of follow up. H6: coding added based on the investigation result: component code, type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Ec38-i10f2 is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
The jet channel is leaky. This event occurred at the time of before use. There was no report of patient harm.